Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: adverse event. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient underwent breast surgery with 325cc mentor memorygel breast implants and experienced an unspecified adverse event postoperatively. As a result, the patient underwent bilateral device removal and replacement with mentor memorygel breast implants, catalog number 3503501bc on the right side and 3502751bc on the left side, serial number (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020. Upon explantation, the right sided device was found to be discolored. This report is for the patient's left-sided device.

Manufacturer narrative:
On (B)(6) 2020, the product and photo investigations were completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Photo investigation summary: during the visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).